Manufacturer narrative:
The investigation determined the service actions of replacing the sample probe resolved the issue.

Manufacturer narrative:
The field service engineer changed the sample probe. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). Phone was provided as (B)(6).

Event description:
There was an allegation of a questionable crej2 creatinine jaffé gen.2 result from the cobas 6000 c501 module. The initial result was 0.8 mg/dl and the repeat result was 1.5 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.